Manufacturer narrative:
The device was not returned for analysis. Review of the manufacturing and sterilization records for all implanted devices related to this event did not show any nonconformities. Device is not available for return.

Event description:
It was reported to nevro that a patient had acquired mrsa infection and the device was explanted. The patient was hospitalized and was given IV antibiotics. The patient was discharged and was in a good condition. The report indicated that the patient was returning to the hospital for continued IV antibiotic therapy.